Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 and diagnosed with diabetic ketoacidosis. The customer was treated with moderate insulin without the insulin pump. The customer's doctor did not agree that the customer suffered from diabetic ketoacidosis because the customer had stable glucose levels since beginning insulin pump therapy. It was discovered that the customer began corticosteroid medication as prescribed by her gynecologist without receiving orientation on impacts of the medication on her blood glucose control. The final conclusion was that the customer's medication was the true cause of the blood glucose dispensation. The customer stated that she returned to insulin pump therapy. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.